Event description:
The customer reported that her blood glucose was over 250 mg/dl and that when she removed the pod, she could see insulin leaking from the pod.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that she was not sure if the cannula was still properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.